Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr(B)(6) and CAPA-010215.

Manufacturer narrative:
Correction: manufacturing date - the manufacturing site reported that the manufacturing date for the device is october 15, 2013.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Catalys procedure was completed as planned. In the operating room during removal of the second quadrant, a rupture of the posterior capsule was noted and the remaining lens contents descended posteriorly. An intraocular lens was placed in the ciliary sulcus and the patient will be seem by a retinal surgeon this afternoon for removal of the retained lens fragments.